Manufacturer narrative:
The impella device was not received from the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist for use during cardiogenic shock - section: direct aortic insertion ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿

Event description:
The user facility reported the patient had an impella 5.5 device implanted as elective placement for mechanical circulatory support. Approximately 15 minutes after the impella device was turned on, the motor current spiked followed by a brief controller error which immediately resolved itself, and then an "impella stopped motor current high" alarm occurred. Three attempts to restart the pump at p-level p-3 were made before disconnecting impella pump and rebooting automated impella controller (aic). The impella pump was restarted on same aic after it powered back on and was successfully ramped to p-level p-6. All metrics were reported normal from tech support. Tech support suspected a clot was ingested into pump; however, the pump was not damaged according to metrics. The neuro function of the patient was unknown due to sedation. The care team continued to monitor patient's neuro status.

Manufacturer narrative:
The investigation into the temporary pump stop issue has been completed since the original report was filed. The device was returned for investigation. The pump was able to be restarted on the same console and the controller error alarm was also resolved. The pump ran successfully for the remainder of the case. The root cause of the temporary pump stop issue was not determined since the issue could not be reproduced.